Event description:
End user reports he drove over a curb into the valet driveway and fell.

Manufacturer narrative:
No malfunction of the power wheelchair is suspected. End user was not exercising caution while driving near a curb. Hoveround's owner's manual warns end users, "to reduce the chance of serious injury or death from tip-over, never attempt to drive a power wheelchair off a curb higher than 1.5 inches."